Event description:
The customer reported the observation of a discordant negative d-dimer patient sample result obtained on patient sample measured with innovance d-dimer on ca-660 instrument compared to repeat testing. The discordant negative result was not reported to the physician. There are no known reports of patient intervention or adverse health consequences due to the discordant result.

Manufacturer narrative:
An united states (us) customer contacted a siemens customer care center to report the observation of a false negative d-dimer result on a ca-660 instrument. Service went on site and checked and verified led detector, performed all mechanical alignments, detector, adjusted temperature. Instrument is fully operational. Reagent issues were ruled out based on review of qc which showed recovery within acceptable ranges and no issues were reported with other patient samples. Customer is operational after routine troubleshooting. A product issue was not identified.